Event description:
During an in clinic follow up, noise was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The ra lead was explanted and replaced to resolve the event. The patient was stable.